Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there were large bubbles in the gel of 102 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed for factors relating to gel air bubbles-before use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel air bubbles-before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. At this time, further testing is not indicated.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there were large bubbles in the gel of 102 devices. There were no health consequences or impacts reported.